Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011, addr01 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.